Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset, with no reported complaint. During the evaluation of the device, a cut on the pink rubber, peeling adhesive around the objective lens, and missing thixotropic adhesive (ke-45) on the forceps cover were observed. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.